Event description:
Customer reported they felt the output of the vaporizer was lower than expected. There was no reported patient injury. Investigation/conclusion: the vaporizer was returned to co's vaporizer service center in austell, ga for investigation. The unit was tested and the output was found to be low to specification. Inspection of the vaporizer revealed that the thermostat cover gasket was fit in such a way that the inner edge of the gasket was causing interference with the thermostat flapper plate movement. Proper assembly methods for thermostat rebuild have previously been reviewed. Additionally, work instructions were previously amended to include additional steps to help prevent thermostat cover gasket interference. This is the first MDR involving a warranty tec 5 vaporizer wherein the cause was a misplaced thermostat cover gasket since the work instructions were revised approximately 16 months ago.